Manufacturer narrative:
Patient information was not provided. The device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occured (B)(6). This medwatch report is being filed on behalf on sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed a numerical error during a procedure. The device was switched out to continue the procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and found the scp driver to be non-operational. The service representative recommended that the customer replace the scp driver. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed a numerical error during a procedure. The device was switched out to continue the procedure. There was no report of patient injury.

Manufacturer narrative:
The device manufacture date in the initial medwatch report was incorrectly reported as 09/01/2016. The correct device manufacture date is 09/01/2010.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occured (B)(6). This medwatch report is being filed on behalf on sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed a numerical error during a procedure. The device was switched out to continue the procedure. There was no report of patient injury. A sorin group field service representative recommended replacement of the device to the customer due to the age of the unit. The customer has elected to keep the device in use and is considering retiring and replacing it in the future. No product has been returned and further investigation is not possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the device was not returned, a root cause could not be determined and corrective actions were not identified. Sorin group deutschland will continue to monitor for trends related to this type of issue. Eval on site by rep; cust. Retained unit.